Manufacturer narrative:
While on the phone with dario's representative, it was determined that the user was transferring new dario strips into the old dario strips cartridge. Dario's user guide states in the section storage and handling: "do not transfer test strips from one cartridge to another". Dario's representative instructed the user to open a new cartridge of strips and test her bg level, which she did and received a reading of 169 mg/dl, which the user stated is not in range for her. Following the above, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, multiple attempts to follow up with the user were made, however, no response has been received to date. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2024, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving a high bg reading of 130 mg/dl from her dario meter when compared to a bg reading of 81 mg/dl that she received at her doctor's office. In addition, the user stated that she received an estimated a1c of 9% from her dario meter compared to an a1c of 6% from her doctor's meter.